Manufacturer narrative:
On 9/2/2019, mentor received additional information indicating the patient only experienced a rupture on the right side. The left breast was found to be intact. In addition, the patient experienced capsular contracture, baker grade unknown on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the device some creases were observed on the posterior view and one of then was extending to the anterior view aspect also shell abrasion was observed on the posterior view. Within the shell abrasion, a rupture was noted measuring approximately <0.6 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a primary breast augmentation with mentor memorygel breast implant 400cc and experienced a bilateral rupture post operatively which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.